Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. As per the complaint information, the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The caregiver stated that he forgot to close the unused line clamps. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center (tsr) to report a system error (se) 2240 which occurred on home choice (hc) during use during initial drain. The care giver (cg) had forgotten to close clamps on the unused line. The tsr had the cg to cycle the power on hc and se 2367 displayed. The hc proceeded to "press go to start." The cg stated that the home patient (hp) will start over with new supplies. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance spoke with the nurse regarding the se 2240 alarm. The nurse stated that the patient had visited them on (B)(6) 2011 and the patient is doing fine and continuing therapy without any issue. The patient had not mentioned the alarm. The nurse stated that the patient is very sharp and diligent on following proper procedures.